Manufacturer narrative:
H6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. One sample was returned for investigation. Sample was received in used conditions without its original packaging, decontaminated and inside in a plastic bag. Visual inspection and functional test were performed. Visual inspection found no damage or kinks were detected in the sample. For functional testing the sample was filled with 100 ml of water and connected to the cadd legacy plus to look for unusual function. No alarms were activated. The complaint was not confirmed. However, based on the no disposable alarm investigation and root cause conduct through CAPA-000814, the mohawk exposure could be a factor in cassette use to activate the alarm. However, the failure mode could not be duplicated by functional testing, thus complaint is unconfirmed. No corrective action was taken as the complaint was not confirmed. No fault was found with the device. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that after 23 hours of use, the pump beeped and the message "no reservoir, pump does not work" with continuous beep appeared on the display. No patient injury reported.